Event description:
The customer reported a depleted battery. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.